Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported issue. The stm performed autofill calibration, safety disk leak test, and bimba sensor calibration empty and full. The stm also put the iabp to run overnight to check operating function, and no issues were found. Subsequently, the stm completed preventive maintenance with full calibration to factory specifications. The iabp passed all functional and safety tests according to factory specifications and was returned to customer and cleared for clinical service. Full name of the event site: (B)(6).

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) could not read the electrocardiography (ECG) during use. However, no adverse event was reported.